Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds. This lead was explanted and successfully replaced. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.